Event description:
It was reported that the patient had a severely tortuous anatomy, short aortic neck length and severe angulation (off-label). On (B)(6) 2009 patient had initial implant of a 28-16-120bl bifurcated device and a 34-34-80le proximal extension. The patient returned to the hospital with a type I endoleak. The physican implanted a 34-34-80l proximal extension which resolved the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with short aortic neck and severe angulation is off-label per indications for use.